Event description:
A pt's meter was reported to have a discolored display. They did not have any symptoms and there was no medical intervention or treatment given. A precision testing was also done on this meter with results of 305mg/dl and 146mg/dl performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. No further info has been reported.